Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. The patient underwent explantation and implant exchange on an unknown date, and it was discovered that the suspect medical device is a mcghan breast prosthesis. Because the suspect medical device was not manufactured by mentor, no further reporting for this device is required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. Deflation of the patient¿s right breast prosthesis was diagnosed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.